Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, leaking was noticed at the interface between the base handle and flush port of the sheath. The sheath flushed as normal with backflow when not actively flushing. The physician checked the flushes and connections and attempted to flush, which was successful. The physician opted to replace the sheath; thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was returned for analysis. No abnormalities were noted at time of product preparation. No visible damage was noted to the luer. The irrigation method during the procedure was via a pressure bag. The devices inside the sheath at the time of the event were a versacross connectt transseptal device and a farawave catheter. No air was seen in the sheath nor in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted a kink on the shaft by the sheath handle. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported event was confirmed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a faradrive steerable sheath clear was selected for use. During the procedure, leaking was noticed at the interface between the base handle and flush port of the sheath. The sheath flushed as normal with backflow when not actively flushing. The physician checked the flushes and connections and attempted to flush, which was successful. The physician opted to replace the sheath; thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.